Event description:
Additional information: per the clinical review: this center uses a disposable pressure transducer that was connected to a system 1 (aps1) pressure module. They use a large roller pump with a pump response of message only for a high pressure alert. This hospital has observed that a high pressure alert will occur prior to reaching the alert set-point. The manufacturing engineering center (mec) was not able to determine the alert set-point or at what pressure the alert actually occured. The pressure transducer was able to be zeroed (calibrated), and they did not change out the transducer or pressure module during the procedure. Pressures were able to be measured during the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed via the manufacturer's subsidiary clinical engineer's observation. Per the customer's strong requirement, no part will be returned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00464.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a malfunction with the pressure sensor. Sometimes, the alert occurs before the blood pressure sensor reaches the set value. The sensor was installed on the place before the pressure enters into the oxygenator. Set values are: alert 350mmhg and alarm 400mmhg. This issue occurred twice and then again (refer to emdr #1828100-2016-00464). We have inspected the sensor at the hospital, however the issue was not duplicated. The pressure module has already been replaced. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.